Manufacturer narrative:
(B)(4). Batch # m5666c. Additional information was requested and the following was obtained: can you please clarify how the device misfired? The surgeon was able to fire a blue reload without incident. After reloading and placing on tissue, the black firing handle appeared to be locked out and wouldn't fire. Was the device able to be loaded properly and the jaws closed? If yes: when the device misfired, did it deliver any staples? No. If yes, were the staples formed properly? If yes, was the staple line complete? When the device misfired, did it cut? No. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? What color cartridge was being used? White. On which firing did this event occur (1st, 2nd, 8th, etc.)? 2nd . The analysis showed that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/2 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device misfired. The case was completed using another device of the same product code. There were no patient consequences reported.